Event description:
Customer called to report that the wireless foot pedal is not connecting during the procedure (unspecified procedure). They tried to pair it, but the pairing process timed out. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. In communication with the customer, technical assistance center (tac) support engineer noted that replacing the battery in the wireless footswitch resolved the issue. Original equipment manufacturer (OEM) review of the reported complaint noted the following : there is no non-conformance against any product performance, specification or functionality. The footswitch functioned as designed. When the batteries run out, they must be replaced. An indicator of low battery power is displayed on the laser console screen. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.